Event description:
It was reported, the pump was not working well. It was also said, the personal therapy manager (ptm) had not been working for the past two weeks. There were no reported symptoms. The pump medication was not provided. Additional information was requested but was not provided as of this time.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter (B)(4).